Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the next gen net konnect (ngnk) remote network system (rns) and the central nurses station (cns) did not alarm for "irregular rr." Technical support (ts) forwarded the issue to the clinical application specialist (cas). Cas reported they did not see any issues with the settings for the rns and cns. The units did alarm for "pause," but they should have also alarmed for "irregular rr." The patient was discharged a week prior to reporting this issue, but technical support asked biomed to pull the logs, as the information may still be there. No reports of patient harm. The cns model and serial number were unknown. Investigation summary: as the patient was discharged a week prior to the date of notification to nka about the event, logs could not be used to investigate the issue. Nka clinical reviewed the settings on the systems and did not see any issues. The root cause cannot be determined. There is no evidence that an nka device malfunctioned. As bedside monitors alarm based on specific conditions, it is likely that the patient condition may have been misinterpreted by the customer. As printouts were not made available, this cannot be confirmed. The issue could not be confirmed due to insufficient printouts and logs. Nka clinical was not able to observe any issues with the system's settings. This issue will be monitored for future occurrences. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: next gen net konnect (ngnk) remote monitoring network system (rns): model #: a-ngnk-6803-t-u. Serial #: (B)(6). Device manufacturer data: 22/08/2023. Unique identifier (UDI) #: (B)(4). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the next gen net konnect (ngnk) remote network system (rns) and the central nurses station (cns) did not alarm for "irregular rr." No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the next gen net konnect (ngnk) remote network system (rns) and the central nurses station (cns) did not alarm for "irregular rr." Technical support (ts) forwarded the issue to the clinical application specialist (cas). Cas reported they did not see any issues with the settings for the rns and cns. The units did alarm for "pause," but they should have also alarmed for "irregular rr." The patient was discharged a week prior to reporting this issue, but technical support asked biomed to pull the logs, as the information may still be there. No reports of patient harm. The cns model and serial number were unknown. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: next gen net konnect (ngnk) remote network system (rns): model #: a-ngnk-6803-t-u. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the next gen net konnect (ngnk) remote network system (rns) and the central nurses station (cns) did not alarm for "irregular rr." No patient harm was reported.